Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ biofilm: unable to observe. As per the investigation procedure, observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side device with a "thin biofilm" observed during explant surgery. Later, healthcare professional later reported infection. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Laboratory analysis summary device photograph(s) for the device related to the reported event of biofilm was reviewed on september 10, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ biofilm: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed and not observed biofilm on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Operative report noted an ¿infection".

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(6) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data: h.11.

Event description:
Healthcare professional reported left side device with a "thin biofilm" observed during explant surgery. Later, healthcare professional later reported infection. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: biofilm.

Event description:
Physician has reported left side device with a "thin biofilm" observed. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.